Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that since using the pumps they continue to had issues with the pumps sensing air in the line. It has resulted in many pump changes, re priming lines, disconnecting the cassette to ¿flick¿ micro air bubbles through. This has resulted in several interruptions with dosing of medications and at time wasted. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. The air sensors on the pumps were set to low but despite this, the air alarm continued to occur. There was no reported patient involvement.

Manufacturer narrative:
D3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.